Event description:
It was reported that stent move on balloon occurred. During preparation when a 4.00 x 32mm synergy xd drug-eluting stent was opened, it was noticed that the stent was totally deformed and detached from the balloon. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.